Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18138.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a high air leakage. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer had a low tidal volume error code on the display. The device was rebooted, but the device was not working. It was recommended to check the flow sensor assembly. A philips service engineer (se) evaluated the device, and confirmed the reported problem (high air leakage). The se checked the equipment, and found that the gas delivery system (gds) module was faulty. The se then replaced the gds module, the issue was resolved, and the device was returned to full functionality.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: the key market reported that there was no patient involvement when the issue occurred. No patient or user harm reported. The key market confirmed that the issue was for high air leakage, and that the low tidal volume was not the issue. H11:updated contact information, contact office entity, and manufacturing site.